Event description:
It was reported that during a follow-up visit, the real-time measurements revealed that the signal amplitude had decreased, and the capture threshold had increased. X-ray revealed dislodgement. X-ray also revealed that the helix was not extended completely. It was noted that during the implant procedure, the lead had to be repositioned several times and when the helix was extended, the signal amplitude decreased.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The helix extension was measured and found to be within specification.